Event description:
The customer contacted philips to request information about the life expectancy of a battery and reported that the battery would not charge. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.